Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) has a filling assembly failure. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions),h10 it was being reported that the cs300 intra aortic balloon pump (iabp) had an issue regarding the "helium filling assembly failure". On (B)(6) 2024 fse had went to (B)(6) hospital in order to repair the hospital's blood intake iabp machine and replaced the safety disk , condenser , exhaust pipe , exhaust valve group and polyurethane tube and it had entered into the background test of the pneulatic test , safety disk test and drive valve group test in which all the tests were normal. But after the machine was turned on, the balloon test was connected where the balloon could not be inflated or deflated, an "automatic restart failure" alarm had been appeared. It was initially judged that the "helium filling assembly" has been failed and there was no personal injury. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had replaced the "helium filling assembly" from which the iabp had been worked normally. After that the equipment had passed all the factory specified performance and safety index tests. The device has been delivered to the customer and is ready for clinical use. Actually the price of hospital accessories still needs to be discussed in which the judgement had made due to which no accessories have not been eliminated yet. There is no involvement of the patient during this incident.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) went to (B)(6) hospital in order to repair the hospital's blood intake iabp machine and replaced the safety disk, condenser, exhaust pipe, exhaust valve group and polyurethane tube and it had entered into the background test of the pneumatic test, safety disk test and drive valve group test in which all the tests were normal. But after the machine was turned on, the balloon test was connected where the balloon could not be inflated or deflated an "automatic restart failure" alarm had been appeared. It was initially judged that the "helium filling assembly" has been failed and there was no personal injury. Fse was being dispatched in order to evaluate the unit and confirmed blood entered the nitrogen filling module of the iabp and an auto inflation failure alarm appeared. After replacing the helium filling module, all tests of iabp were normal and it worked normally. The device passed all the performance and safety index tests specified by the factory. The device has been delivered to the customer and can be used clinically.